Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. However, the customer reportedly determined at the end of the case that the arm issue occurred since the arm was at a maximum rotation when docked. The customer also reported that the system was used in a subsequent case with no further issues. If additional information is received, a follow up MDR will be submitted. The reported issue was resolved with phone support. The universal surgical manipulator (usm) 2 was found to be at maximum rotation when docked. The system was used in proceeding cases and no further issues were noted. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable adverse event due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to get full range of motion of the usm 2 and the procedure was converted to open.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was unable to get full range of motion out of the universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no errors. The tse had the customer power cycle the system and the arm still would not rotate. The system was getting a rotational limit message, the patient clearance would only move a little bit and the arm would rotate until it touched the patient. When the customer spun the usm the other way, they only get a couple inches of movement. The tse recommended to undock the usm 2, rotate the arm in one direction, then back the other way and center the rotation of the usm 2 but the customer was unable to do so while usm 3 was docked as the arm would hit the patient. Tse recommended customer to undock all arms, back away from patient, and center arm 2 rotation but the customer declined to do so and converted the procedure to an open procedure. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.